Event description:
A 3.0mm diameter x 30mm length medtronic ave s670 over-the-wire stent delivery system was successfully placed at the target lesion in the proximal obtuse marginal branch of the circumflex artery. However, upon deflation and removal of the stent delivery balloon, the stent migrated back towards the left main. The stent subsequently was deployed in the proximal circumflex extending slightly into the left main artery. The target lesion was not pre-dilated prior to stent delivery system insertion. The pt remained stable hemodynamically, and did not develop chest pain after the migration of the stent. An intra-aortic balloon pump was placed prophylactically. The physician discussed the options with the pt and a decision was made to send the pt for elective bypass surgery since the pt had diffuse three-vessel coronary disease. There was no additional clinical sequelae reported relative to the event and no further info available from the user facility.